Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, the white tissue pad had fallen off. The fallen piece was retrieved by forceps and was disposed of. Changed to another device to complete the procedure. There was no report on patient injury.

Manufacturer narrative:
(B)(4). Batch # r92d99. The device received was returned with the tissue pad having no apparent damage and properly attached to the clamp arm. It was not detached as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.